Event description:
It was reported that during pre-operative preparation, the power handle had no indication of a display and the unit would not show any signs of activation. There was no patient involved. Medtronic's initial evaluation of the incident found that the handle was opened up and both battery cells were found to be vented.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Evaluation noted that the handle was received with a fully depleted battery. The handle was inserted into an rpa charger running software to charge. The handle was removed from the charger but it did not initialize. The handle was opened up and both battery cells were found to be vented. The information stored directly on the battery integrated circuit was accessed using texas instruments bq gas gauge evaluation software. This showed that the cell over voltage (cov) bit was tripped, permanently disabling the battery. This would prevent the handle from charging. It was noted that the handle was running software. The handle had 275 of 300 procedures remaining. It was reported that during pre-operative preparation, the signia handle had no indication of a display and the unit would not show any signs of activation. The reported issue was confirmed. The most likely cause was traced to component failure. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition: powered stapling battery management system. The cell over voltage (cov) bit was tripped, permanently disabling the battery. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.